Event description:
According to the patients wife, the poc displayed an o2 delivery message and was not working. She then put the patient on the home unit but he was still not receiving oxygen. The patients wife explained that sometimes that the home unit does work and had to be repaired. She could not remember if the home unit is an inogen product. So, both the poc and the home unit was not working at all and he is on oxygen 24/7. The patient went to the hospital due to the lack of a source of oxygen. The hospital gave him breathing treatment, oxygen and did a chest xray. The patient could not return until another poc and home unit arrived.

Manufacturer narrative:
The patient has received a replacement device 2 days after the event. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.